Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analysis was performed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed and the tip seal on the distal electrode of the lead showed evidence of blood ingression. The guidewire was stuck in lead and visual analysis found guidewire tip distorted at the tip seal. The guidewire could be removed but was inadvertently distorted_ stretched near to guidewire tip. Guidewire insertion test result passed using the new one. When attempting to remove the new guidewire out of the lead, the guidewire was damaged by the technician and could not be removed. Then destructive analysis was performed by engineering to get the guidewire out of the lead.

Event description:
It was reported that the physician was unable to insert the guidewire into the lead. The lead was replaced with a new lead and was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.